Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that an endostat ii generator was used during a colonoscopy procedure on (B)(6) 2010. According to the complainant, during the procedure, there was difficulty delivering energy through the accessory device (which was not reported to be a boston scientific product). The attending nurse left the tip of the accessory device inside the patient while attempting to unplug and re-plug the device into the electrical outlet in order to restore power. Reportedly, some of the pins on the end of the electrical cord were damaged (bent), and the nurse had to "force it" into the electrical outlet. It is unknown if the damage was noted before or after the plug was "forced" into the outlet. The "connection was restored" and the procedure was completed. Following the procedure, the treating physician inspected the site, found nothing abnormal and observed "little if any cautery injury." The patient was not in pain, and the treating physician did not notice a perforation at that time. The patient was stable following the procedure, but was later admitted to the ICU with symptoms of a colonic perforation (the specific symptoms were not reported). The treating physician stated that the "perforation likely was caused by the unintended [application of] current."

Manufacturer narrative:
(B)(4) for the reported event: generator failed to deliver energy. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that an endostat ii generator was used during a colonoscopy procedure on (B)(6) 2010. According to the complainant, during the procedure, there was difficulty delivering energy through the accessory device (which was not reported to be a boston scientific product). The attending nurse left the tip of the accessory device inside the patient while attempting to unplug and re-plug the device into the electrical outlet in order to restore power. Reportedly, some of the pins on the end of the electrical cord were damaged (bent), and the nurse had to ¿force it¿ into the electrical outlet. It is unknown if the damage was noted before or after the plug was ¿forced¿ into the outlet. The ¿connection was restored¿ and the procedure was completed. Following the procedure, the treating physician inspected the site, found nothing abnormal and observed ¿little if any cautery injury.¿ the patient was not in pain, and the treating physician did not notice a perforation at that time. The patient was stable following the procedure, but was later admitted to the ICU with symptoms of a colonic perforation (the specific symptoms were not reported). The treating physician stated that the ¿perforation likely was caused by the unintended [application of] current.¿

Manufacturer narrative:
Investigation results: the device was not returned for analysis, however, a visual evaluation was performed on pictures provided by the complainant. It was noted that the ¿push to release¿ tab on the foot pedal receptacle had been broken, and the inner portion of the foot pedal receptacle was missing, which caused the pins to be exposed. It was observed that a large applied force would be required to cause this degree of damage to the pins, and it would not be possible to reconnect the foot pedal with the receptacle in this condition. The pins were bent in such a way that the 2 pins furthest to the right seemed to be in contact with each other, and activation of the generator could occur if they were electrically connected. It was noted that the cord on the foot pedal is not the cord originally provided with the device, and the inner portion of the foot pedal receptacle was found attached to the foot pedal connector. It appears that the center portion of the foot pedal receptacle was pulled out during unplugging of the foot pedal connector, at which point the pins were not likely to have been damaged. However, subsequent forceful reinsertion of the foot pedal connector is likely the cause of the damage to the pins. This is also a likely cause of the damage to the ¿push to release¿ button, as it would have fallen into the path of reinsertion without the foot pedal receptacle holding it in place. The complaint was not confirmed as the device was not returned. The specific cause of the failure cannot be identified. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified serial number.